Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheters were too flimsy; as a result, the patient allegedly was unable to insert the catheter for a second time. No patient injury was reported.

Manufacturer narrative:
Received 5 unopened samples of product 010114 and corporate lot number ngas4025. Per the visual evaluation, the samples were inspected and did not find anything to contribute to the reported event. The tactile evaluation found that the received catheters were firm at the tip end, not flimsy. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheters were too flimsy; as a result, the patient allegedly was unable to insert the catheter for a second time. No patient injury was reported.